Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time. Labeling review: warnings "...warning metallic implants can loosen, fracture, corrode, migrate, or cause pain..."

Event description:
Information received alleged a pin break was noted. On (B)(6) 2018 a revision procedure was performed to exchange the damaged rod for bigger sizes to take the patient through to definitive fusion.